Manufacturer narrative:
Additional info has been requested. (B)(6). Subject device is an instrument and is not implanted. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.

Event description:
While drilling through the inserter for a right trochanteric fixation nail procedure, the guide slipped and the drill bit punctured the femoral head, but did not reach the acetabulum. Procedure was completed. This is the 2nd of 2 reports submitted on this event.